Event description:
Event description cpi received information that during the routine follow-up examination of this ventak prx implantable cardioverter defibrillator (ICD), the ICD displayed incorrect dates for the episodes dates in therapy history, and incorrect data in the total episodes since last interrogation field. A patient data disk was sent to cpi for analysis.